Manufacturer narrative:
Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, pre-implant interrogation showed normal battery longevity. Approximately 90 minutes later, a second pre-implant interrogation showed the remaining battery longevity indicator bar was gray with pre-implant indication. The temperature of the procedure room was 72-73 degrees f, and the device had not been removed from the room between interrogations. The device was not implanted. There was no apparent patient involvement.